Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: creases are observed. White particles in device outer surface are observed.

Event description:
Healthcare professional reported right side "breast smaller than left" and "discomfort." Healthcare professional later reported reason for removal "deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "breast smaller than left" and "discomfort." Healthcare professional later reported reason for removal "deflation." Device has been explanted and replaced.